Manufacturer narrative:
Initial MDR with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. It was reported there were slip tip syringes mixed in with luer lock syringes. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows syringes covered by plastic; one syringe has a luer slip and the rest of the syringes have a luer lock. The second photo shows a syringe with a luer slip. No other information could be obtained from the photos. This defect could occur if line clearance was not properly performed. A device history record review was completed for provided material number 301035, lot 3249315. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging process was performed, and no mixed product was observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
According to the specification of material k-01000-028b rev. 01 the syringe should be luer-lock 50 cc, in a bag of material k-01000-028b batch 33p23l0311 there were found 22 syringe luer-slip 50 cc.